Event description:
It was reported that the user experienced difficulty inserting the intra-aortic balloon. The procedure was aborted, and it was decided not to insert another intra aortic balloon. There were no pt complications.